Event description:
The initial reporter stated that they had received reports from multiple patients stating that pumps were not stopping when air was present in the tubing. They stated that some of the instances where relatively benign, but that in at least one, the air was found in the patients g-tube extension. They also stated in at least one instance, there was a delay in therapy, and in another that a patient was admitted to the hospital. They did not provide any additional information, and they did not provide specific information regarding delays or reasons for hospitalization. They did state that there was no patient injury in any instance. Mmdg made multiple attempts to follow up with the initial reporter to obtain patient information for each reported instance, but they were unsuccessful. Complaint- (B)(4).

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, an investigation could not be completed.